Event description:
Pt was receiving dialysis treatment. Medcomp ash split dialysis catheter disconnected from venous bloodline. Pt lost small amount of blood, approx 30-40 cc. Approx 15 min later while rolling pt from her side to her back, pt became unresponsive. Code 99 called & CPR initiated immediately. Pt responded & was transferred to st agnes medical center ICU.